Event description:
An olympus employee reported on behalf of a customer, the endoeye flex deflectable videoscope displayed an e216 (scope communication) error, and the screen does not appear. The malfunction reoccurs even if the connection part is wiped. The malfunction does not occur when the scope is changed, therefore, the event is likely caused by the scope. The event occurred during preparation for use. The unspecified therapeutic procedure was completed without delay and with the use of a replacement device. There was no report of user or patient harm.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegations of e216 (scope communication) error and no image were not confirmed. In addition, the bending section cover had a scratch. The adhesive on bending section cover had a chip. The control unit had a scratch. Control unit was dirty. Switch button 1 had a scratch. Due to wear of angle wire, right/left lever did not move smoothly. Grip had a scratch. The up/down plate had a scratch. The right/left plate had a scratch. The light guide cover glass had a scratch. The light guide connector had a scratch. The light guide connector was deformed. The video connector case had a scratch. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported malfunction. The DHR confirmed that the subject device was shipped in accordance with the specifications. The investigation concluded that the reported problem was likely due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including integrated circuit chip and capacitor, mounted on the electric circuit board had a defect. However, a definitive root cause could not be determined. The instruction manual provides the following: ¿ before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. Observe the palm of your hand in the (white light) wli and (narrow banding image) nbi endoscopic images. Confirm that light is output from the endoscope¿s distal end. Adjust the brightness level as appropriate. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. Turn the angulation control levers slowly in each direction until it stops. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor field performance for this device.